Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery had depleted down to 40%. After plugging pump into a power source to charge, battery depleted to 5%. Pump was plugged back in to power source and pump charged to 60%. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
.